Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), product type lead; product ID 3778-60, serial # (B)(4), product type lead. (B)(4).

Event description:
Information received from the patient via the manufacturer¿s representative reported that there was an overdischarge (od) on their implantable neurostimulator (ins) as a result of not using it due to inadequate coverage. The patient claimed the coverage had been ¿subpar for the majority of the time since implantation.¿ the patient also stated that the lead may have moved shortly after implantation. It was noted the representative was unable to coordinate a reprogramming session in west virginia. A power-on-reset (por)/trickle charge was performed. The patient was reprogrammed and was able to obtain better stimulation coverage. The issue was reported as resolved at the time of report. No surgical interventions occurred and unknown if any were planned. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ the indications for use for the implanted device were noted as spinal pain and lumbar radiculopathy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.